Event description:
It was reported that broken glenoid head retaining screw/piece left in patient.

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2023-00020; 508-36-101, s801-device cracked/broke, primary surgery, surgical-quality complaints if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.